Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door would not open and did not respond to system prompts or a physical pull, resulting in an inability to access medications. The field service engineer (fse) reported that the customer indicated a tower door was not opening. The customer was instructed to log in and attempt drawer recovery; however, no hardware failure or drawer requiring recovery was identified. The field service engineer logged in using the support credentials and accessed the hardware test application, where all tower doors from one through eight were tested and found to be functioning properly. The application was exited, and the device was returned to the customer. No hardware failure was identified, and no door recovery was required. The customer was able to access the doors successfully, the device was confirmed to be online and communicating, and no delays to the workflow were reported. The system functioned as intended after field service engineer investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower the door would not open and did not respond to system prompts or a physical pull, resulting in an inability to access any medications. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.